Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient's blood oxygen was low so endotracheal tube surgery was performed with ventilator assisted breathing. During the intubation process, it was found that the balloon was leaking, a new product was used instead. The balloon was found to be leaking again, and it was replaced. The intubation was successful this time without harm to the patient.